Event description:
Pt reported to hcp with symptoms that necessitated admission to a psych unit. Pt was found to have symptoms of drug withdrawal. Prior to this admission pt required significant amounts of supplement of oral morphine in addition to the intrathecal morphine to control her pain. The pump was tested and found to be functioning intermittently. Pump was replaced, she has recovered from the surgical procedure and the event, and with the new pump is receiving good pain relief at 6 mg of intrathecal morphine per day.